Event description:
It was reported that the patient underwent a surgery on the left ear due to inflammation. Afterwards, she was no longer able to hear with her audio processor 404. Testing showed no hearing sensation with the fitted audio processor even at maximum amplification and also no hearing sensation by rtf-measurement. A revision surgery is scheduled for (B)(6) 2010.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.